Event description:
Received from FDA copy of maude event report number (B)(4), dated (B)(6) 2012. Event description: "tubing had a crack in the side which caused the drug to leak." Customer reported calcium chloride was the drug infusing. There was no leaking noted on priming but the leak was noticed by the nurse early on after the infusion was started. No patient harm or medical intervention was reported by the customer. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set leaking from a crack could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.